Event description:
It was reported that patient complications occurred. The patient was on a prior regimen of aspirin (>= 72 hours). At the time of the procedure, the patient received heparin or other antithrombotic medication and also gp iib/iiia inhibitor were received. A loading dose of 600 mg of clopidogrel was given. The target lesion located in the proximal left circumflex (lcx) artery with 15 mm lesion length and a reference vessel diameter of 2.0 mm was pretreated with one device using the largest balloon diameter of 2.00 mm x 15 mm length of semi-compliant balloon angioplasty catheter with 0% residual stenosis and timi flow of 3 and the lesion was further treated with 2.5 mm x 24 mm synergy xd drug eluting stent successfully with 0% residual stenosis with timi flow of 3. Post procedure, elevated cardiac enzymes were detected, and the patient was diagnosed with myocardial infarction. The patient was discharged from the hospital with aspirin and clopidogrel. No further details regarding event received.